Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that in (B)(6) 2015, the patient saw an end of service (eos) message and there was an allegation regarding the implantable neurostimulator (ins) longevity. The patient stated that the ins lasted a month.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the extension was cut and removed in (B)(6) as well but the device was with pathology. It was also noted that the issues were resolved following the implantable neurostimulator (ins) replacement. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins battery had an external short and the cause was unknown. The ins was received with the battery expanded. According to the trace report the ins reached elective replacement indicator (eri) in 0.57 months and end of service (eos) in 0.83 months. The longevity estimate for group a with 1000 ohms is 62.16 months to eri and 65.16 months to eos. The longevity estimate for group a with 100 ohms is 13.66 months to eri and 16.66 months to eos. The longevity estimate for group b with 1000 ohms is 33.48 months to eri and 36.48 months to eos. The longevity estimate for group b with 100 ohms is 4.68 months to eri and 7.68 months to eos. The data gathered during the visual and dimensional inspection of the cell indicated that it was swollen, having a thickness 0.0167 inches above the upper specification limit, which typically indicates that the battery has been shorted, or otherwise mishandled. No evidence of an internal or external short was found at the time of analysis. Destructive analysis found no abnormalities and did not provide any evidence of an internal mechanism for an internal short. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further review determined fdd c62864 was refuted by analysis results indicating no abnormalities were found and there was no evidence of an internal mechanism for an internal short. Thus, the fdd was updated to reflect. The fdc was updated as well due to the lack of adequate information to determine the cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer whose indication for use is essential tremor and movement disorders reported that the patient had unlucky results and had 2 operations in 3 weeks to replace dead batteries starting in (B)(6) 2015. The patient had both devices replaced due to normal battery depletion on (B)(6) 2015 and then one of the new implantable neurostimulators (ins) had died after 3 weeks and it was replaced on (B)(6) 2015. No patient symptoms were reported. The patient had recovered completely. Further follow up is being conducted to obtain information about cause and troubleshooting performed. If additional information is received a supplemental report will be submitted.